Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings: during investigation, the rewind, load and prime steps were performed successfully with no alarms. A prime issue was not duplicated during investigation. The force calibration passed within specification. There was moisture observed behind the display lens. A leak test failed due to a display lens leak. The pump was opened and there was moisture observed on the force sensor plate/pins and throughout the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.